Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple alarms (alarm 29) occurred with multiple new cartridges during the load sequence. Customer's blood glucose level was not impacted by these alarms. Reportedly, the customer reverted to manual injections for insulin therapy.